Manufacturer narrative:
Device received with intermittent act and up arrow button response due to flattened button dome switch. Device was received with the operating currents within specification and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08780 inches. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level was over 500 mg/dl at the time of the hospitalization. The customer reported that the cannula was bent. The customer informed that when putting new batteries in the insulin pump they received a button error. The customer had to remove battery from the insulin pump. The customer was unable to complete the care link upload. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.